Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) lost its ECG tracing and stopped augmenting even though all leads were connected and all cords were connected. The iabp was plugged in and did not lose power. The patients blood pressure dropped but recovered quickly. We changed the iabp consoles." No patient injury/harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8, d9,g1, g3, g6, h2,h3,h4, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected fields : h6 ( health effect ¿ impact codes ) a getinge field service engineer (fse) inspected and unable to duplicate any failure with the iabp using maquet ECG patient cable and leadwires. All ECG gain checks passed with a patient simulator. All cardiosave trainer waveform verification checks passed. Device passed all performance and safety tests according to factory specifications. Unit cleared for clinical use.

Event description:
N/a